Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: exact date of event is unknown; event occurred sometime in 2022. Additional product code: hrx initial reporter is a synthes sales representative part 03.404.019s, lot 66p2422: manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument. Release to warehouse date: (B)(6) 2020. Expiration date: (B)(6) 2030. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while running the ria 2 reamer, the reamer head broke and disengaged from the reamer shaft. The head was retrieved with the ball tip guide rod. There was four (4) pieces of metal remaining in the tibia. The surgical team spent approximately ten (10) minutes trying to retrieve the metal fragments but were unsuccessful. The fragments remained in the patient. This report is for a reamer head. This is report 1 of 1 for (B)(4).